Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient faced a bent cannula issue that led to high blood glucose level of above 600 mg/dl (at the time of the event), which they tried to treat with a correction injection via multiple daily injection. The infusion set had been used for twelve hours. Consequently, on (B)(6)2021, he was admitted overnight in the emergency room and was subsequently hospitalized on (B)(6) 2021. He had moderate to high ketones but still his blood glucose level was over 600 mg/dl even after injecting 14 units of insulin. As stated, the patient will be released on (B)(6) 2021. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.